Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had ed x with book and question mark. The blood glucose was 145 mg/dl. Customer was in pool with kids them red x. Customer reports they received the open book image on the pump screen. The customer advised that the pump will need to be replaced. The customer advised that to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer advised that to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.